Manufacturer narrative:
Correction. D2: medical device brand name: needle 16gx1-1/2in rb. D2: common device name: bd hypodermic single lumen needle h3 other text : see h10.

Event description:
It was reported that while using bd needle 16gx1-1/2in rb that coring occurred 1 time. The following information was provided by the initial reporter: having issues with the needle coring the rubber stopper of the vials.

Event description:
It was reported that while using bd needle 16gx1-1/2in rb that coring occurred 1 time. The following information was provided by the initial reporter: having issues with the needle coring the rubber stopper of the vials.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported there is needle coring. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with a white solution. The syringe is connected to a needle assembly with the plastic shield. From the photo there is no damage or hooks observed on the needle that would induce the symptom reported by the customer. As the lot number provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. We will continue monitoring the complaint trend for this product and symptom. Probable root cause is unknown. The date received by manufacturer has been used for this field. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.